Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient's parent reported that the pediatric patient experienced inaccurate cgm values, which occurred nine days after the sensor had been inserted in the abdomen. The patient uses the insulet omnipod5 in a modified closed-loop system. Around (B)(6) 2024, the patient developed diabetic ketoacidosis (dka) due to the device's inaccuracies. The parent explained that multiple sensors had provided inaccurate readings, which they believed contributed to the dka incident. Specifically, they mentioned that at least three sensors were faulty, and it was during the use of the third sensor (captured on this report) that their child was taken to the emergency room. When asked if they had compared the cgm's alleged inaccuracies with a blood glucose (bg) meter at the time, the parent admitted they had not. They relied on the nurse's observation that there were significant discrepancies between the cgm and bg readings, which led to incorrect insulin dosages being administered by the omnipod in automatic mode. The parent mentioned that the nurse identified the inaccuracies in the cgm readings when the child was already in the ER. However, no specific symptoms experienced by the child during the event were provided. Additionally, there was no information about the cgm and bg readings at the time, the treatment administered, or the route of the treatment medication. The parent did not provide details about the duration of the hospital stay or the child's condition post-treatment. The call ended abruptly as the parent ended the call. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.